Event description:
It was reported to boston scientific (bsc) on 10/26/2006 that a customer had problems during use of a guidewire. According to the customer: "customer used the guidewire [device in question] within an bsc microcatheter. Customer accessed the lesion without difficulties. When customer pulled out the guidewire [device in question], he noticed that the distal tip of the guidewire [device in question] had separated from the rest of the guidewire [device in question]. He had to remove the bsc microcatheter with the guidewire [device in question]. He then took an bsc catheter and managed to retrieve the separated guidewire tip [device in question], which is approximately 2-3 cm long, from the pt." Add'l info was rec'd on 11/10/2006: no pt complications were reported. No fragments of the device in question remains inside the pt. According to the customer: "nothing remains inside the pt's body." Pt status was reported as fine.

Manufacturer narrative:
Note: another complaint (see MFR report #6000078-2006-00562] regarding the same event procedure and pt was filed on another guidewire from the same lot as the lot for the device in question. The device in question was returned to the manufacturer on 11/06/2006 for evaluation. An investigation on the device in question has been initiated. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info becomes available, a supplemental report will follow.